Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned from stock for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during treatment the cycler alarmed for air detected in the cassette. She was unable to clear the alarm and discontinued treatment. When the cassette door was opened fluid was found leaking. She was advised to contact her pd nurse. The set was discarded. During follow up the patient reported her effluent remained clear. She did not have any complications from this event.